Manufacturer narrative:
A ge rep evaluated the system but has not reported the results of the eval.

Event description:
Customer reported problems with collimator calibration. No pt injury was reported.